Event description:
Procedure type: eye surgery. According to the reporter: pt reported the morning after surgery he noted a gap in the incision line of his right upper eyelid. He returned to the surgeon's office with a slight wound separation less than 1 cm in length, but the surgeon noted the suture broke in the middle of the stitch line. The pt required secondary closure. Wound dehiscence immediately after surgery usually results when the suture knot comes untied at one end of the suture. It appeared the stitch snapped in the middle of the stitch line, and the instance occurred during one week.

Manufacturer narrative:
(B)(4).